Event description:
A supplies manager reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. In a follow up,a nurse said the leak occurred 10 minutes into the hemodialysis (hd) treatment. The leak was described as being internal and was seen in the hansen lines. Blood tests strips were used and tested positive for the presence of blood. The fresenius 2008t dialysis machine was used and alarmed with a blood leak alarm. Fresenius bloodlines were being used.there was no damage noted on the dialyzer. There was patient blood loss of 200ml. There was no patient injury, adverse event or medical intervention reported. The patient finished treatment on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.